Event description:
Amr sales rep, reported that a pt at medical center experienced post-operative complications following a leg graft cleaning procedure in which the natural vessel was ruptured. Initial report on 7/15/98 stated that a post-operative amputation would be performed on the pt. Following report to amr on 7/21/98 indicated pt had expired. No device malfunction was reported. No additional details are available at the time of this report.